Event description:
Allegedly, patient suffered pain, infection, loss of mobility and swelling.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.